Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station frequently navigates to the password screen. A field service engineer replaced the all-in-one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a blue screen. The customer reported that the malfunction occurred when tried to issue medication to patient and there was a delay in dispensing medication for a patient, their need to seek the required medications from another source. There were no adverse events or injuries reported based on this event.